Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer also reported that the insulin was squirting out during manual prime process. The customer's blood glucose was 12.0 mg/dl at the time of call. The customer stated that they were unable to check the alarm history. The customer stated that the motor did not slow down after letting go of the act button. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump also alarmed a21 after battery change due to faulty component on the interface board. The insulin pump received with operating currents within specifications and passed self-test, rewind and displacement. The insulin pump had minor scratches on the lcd window.